Manufacturer narrative:
The root cause of this complaint was not determined. Based on a review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the explanted devices.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 78-year-old male patient with an eleos hinge knee replacement underwent revision surgery due to an alleged infection. The revision surgery was performed by dr. (B)(6) on (B)(6) 2024.